Event description:
Reportedly, in-vitro calibration error. No patient injury reported.

Manufacturer narrative:
Optical module, model om-2e, serial number was reported by customer as having the svo2 calibration error. The optical module was returned back to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting; however, upon further investigation it was found that the optical module optic lens at the catheter interface was damaged. Repeated connections of catheters to the optical module throughout the product's life can cause this problem. The service history record was reviewed and all manufacturing requirements were met.

Manufacturer narrative:
Evaluation summary: device returned: om2 failed svo2 incorrect- drift